Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized forty-one days prior to death for peripheral arterial disease. While hospitalized, the patient had coronary bypass surgery. On an unreported date, while hospitalized, pd therapy was discontinued due to vital sign instability, and hemodialysis was initiated. The patient developed sepsis and passed away. The cause of death was septic shock. The cause of sepsis is unknown. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. If additional relevant information is received, a supplemental medwatch will be filed.